Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, upon interrogation, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific received information that a request was made to have data from this device analyzed. Device replacement was recommended. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This product has been requested to be returned for analysis. This investigation will be updated upon completion of analysis should this device be returned.

Event description:
Additional information was received confirming that the device was explanted and replaced. No additional adverse patient effects were reported.